Event description:
Boston scientific received information that during a routine clinical follow-up, this device exhibited a battery indicator of good, with a corresponding remaining longevity of less than 0.5 years and a magnet rate of 90. The device was subsequently rechecked three months later and again similar indicators were exhibited; however, it was reported that the battery gauge line indicator was nearing elective replacement indicator (eri). As a result, the device was scheduled for replacement, which took place the following week. The explanted device is intended to be returned for a post market longevity assessment and another boston scientific device was successfully implanted. The physician has alleged an early battery depletion of this device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed and inspected. A longevity calculation verified the device exceeded the minimum expected longevity, per programmed values. Review of device history did not identify any resets that would have resulted in the reported misalignment of battery indicators (i.e., a battery indicator of good with a corresponding remaining longevity of less than 6 months and a magnet rate of 90). It was noted that this device recorded many anti-tachycardia response (atr) episodes during the time of implant. The discrepant battery indicators were not observed during the reported follow up with took place on (B)(4) 2012, or in the laboratory setting. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Based on the reported clinical observations and laboratory analysis, we theorize that this device recorded an inaccurate battery charge time measurement, which resulted in an indication of bol via the gas gauge. This observation was most likely due to the atr mode switches, which can cause invalid charge time measurements. Invalid charge time measurements may have then caused the programmer to command a battery charge time measurement at initial interrogation during the (B)(4) follow-up visit. If the result was "0," this would have resulted in the gas gauge indicating bol. Laboratory analysis confirmed the reported clinical observation of a gas gauge anomaly; however, confirmed the device did exhibit normal battery depletion.